Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported she wore a tampon for two hours and upon removal the tampon pledget fell apart leaving pieces inside. She was able to manually remove the remaining tampon pieces. After removal she experienced a stinging internal vaginal irritation. Her symptoms resolved and she did not seek medical attention.